Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush became detached in mouth [device breakage]; bristles getting loose [device physical property issue]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via phone on 01-feb-2017 that an oral-b power oral care refill floss action from a pack of 3 detached in his/her mouth when using with an oral-b rechargeable toothbrush, version unknown. The reporter also described "the bristles are getting loose, those yellow things." The consumer reported he/she had previously used this particular version of product. No symptoms developed.

Manufacturer narrative:
The 10-may-2017 product investigation results: reporter returned 3 toothbrush heads on 17-mar-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Brush became detached in mouth [device breakage]. Bristles getting loose [device physical property issue]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported via phone on (B)(6) 2017 that an oral-b power oral care refill floss action from a pack of 3 detached in his/her mouth when using with an oral-b rechargeable toothbrush, version unknown. The reporter also described "the bristles are getting loose, those yellow things." The consumer reported he/she had previously used this particular version of product. No symptoms developed.